Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported an issue with rad-57 and dci-dc3 sensor that was used in a fire, it measured 0% spco and 99% spo2. Measured with another rad-57 and other devices, spco was 7-8%, and spo2 was 92%. No patient impact or consequences were reported.